Event description:
A report was received that the patient was having extreme difficulty charging and the ipg was depleting rapidly. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced as it was unable to charge. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having extreme difficulty charging and the ipg was depleting rapidly. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced as it was unable to charge. The patient was doing well postoperatively.